Manufacturer narrative:
(B)(4). 3004753838-2024-335250 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The reported adverse event is being reported under 3004753838-2024-336370.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2024, while sitting in a medical facility, the patient could only remember that her cgm was reading around 110 - 120 mg/dl before she passed out. The patient sat down as her eyes were turning black. She told the nurses that her blood sugar in the machine (receiver) was around 100 mg/dl; however, she felt lower. The next thing she knew, she was passed out on the floor. Nurses provided glucose and called the ambulance as the patient turned gray. The ambulance did not provide any medication or treatment. The patient did not go to the hospital as she was already given glucose. At the time of the report, the patient was doing fine and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.